Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they had a slap hammer attached to a broach handle and while removing the broach the slap hammer threads sheered off into the broach handle. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Additional information received indicating that no deficiency with the broach handle and no pieces broken off from the broach handle.

Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.